Manufacturer narrative:
The cellex photopheresis kit ("kit") was returned for investigation. Examination of the returned kit found dried blood on the bottom of the pump tubing organizer (pto), at the location of the recirculation pump tubing segment. The recirculation pump tubing segment was pressure tested and confirmed a leak. At the site of the leak were scrape marks that are consistent with damage that may occur during loading of the tubing onto the pump head. The damage to the tubing is at the location where there is an edge on the instrument pump head. The damage most likely occurred due to the tubing getting caught between the pump head rollers and support wall. As the pump head is turned the tubing may be pinched when the pump head forcefully presses the tubing against the support wall as it completes its rotation. A material trace of the black stripe tubing at incoming in process or through complaints used to build lot h211 did not find any previous non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the tubing leak is most likely the damage to the tubing segment during installation of the pump loop. The root cause of the damage to the tubing segment could not be determined based on the available information. No manufacturing related defects were identified during the evaluation. No further action is required at this time. This investigation is now complete. Mc: (B)(6). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h211 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h211 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a tubing leak after the treatment procedure. The customer reported the treatment was successfully completed and blood was returned to the patient. The customer stated there were no leaks observed during the procedure. The customer stated after the procedure the patient was disconnected and when unloading the kit they noticed a blood leak from the recirculation pump tubing. The customer stated the patient was stable. The kit was requested for return; however, no product has been received.